Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. D(9) (return to manufacturer = yes, date returned 01/31/24), h(3), h(10) d(9) (return to manufacturer = yes, date returned 01/31/24), h(3), h(10).